Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing unusual high and low blood glucose levels. Customer¿s blood glucose level was 44 mg/dl at the time of incident. Customer drank milk. Customer¿s other relevant blood glucose level was 190 mg/dl and they took insulin and it was then dropped to 78 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. Customer alleging that the insulin pump was over delivering as the blood glucose level was dropped after taking insulin. Customer stated that the insulin pump had crack on battery compartment, but reservoir lip ring was not damaged. The insulin pump will be returned and reservoir will not be returned for analysis.